Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that in 2019, the patient had gained a lot of weight, which caused the ins to start moving into their tissue. This caused the patient to have problems with connecting to the ins. On (B)(6) 2019, the ins was replaced. The patient confirmed that the new ins was still in it's original location; issue was resolved. No further complications were reported or anticipated.